Event description:
It was reported that the right atrial (ra) lead was functioning normally prior to a system upgrade procedure. However, high impedance due to possible fracture was observed during the procedure. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 ipg implanted (B)(6) 2008; 310c27 mitral valve, implanted (B)(6) 2006. (B)(4).